Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin was squirting out during loading. Customer's blood glucose level was 387mg/dl and was treated with manual injection. Customer also stated that they received rewind complete message on insulin pump and run self test and it was passed. The device will not be returned for analysis.